Event description:
It was reported by repair work order that the fowler was stuck in an elevated position and could not be lowered manually due to a damaged fowler tube, brackets, fowler link, limit assembly and ball screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.